Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included d & c (x2), cryosurgery, cervical laser therapy and cystoscopy. Concurrent conditions included uterine fibroids, menometrorrhagia, cervical dysplasia and pelvic adhesions. Concomitant products included bupropion (wellbutrin) and duloxetine hydrochloride (cymbalta). In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (to remove the essure, total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure (ess205). Diagnostic results: patient had a pap smear in (B)(6) 2007 which was normal. (B)(6) 2011, bimanual exam reveals an enlarged uterus approximately 200 gm in size and nodular in nature. (B)(6) 2011 pathology report, specimens received: uterus, cervix, bilateral tubes and ovaries sectioning reveals a coiled metallic wire lodged in the left cornu of the specimen. This wire was less than 0.1 cm in thickness and measures 11 in length although some stretching was done on its removal. Sectioning reveals a similar coiled metal wire device embedded intramurally in the right cornu of the specimen. This wire was similar to that in the contra-lateral portion. Final pathologic diagnosis: uterine cervix: macerated and denuded ectocervix, no exocervical [as written] mucosa identified. Mild chronic endocervicitis with squamous metaplasia and nabothian cysts. Uterine corpus: weakly proliferative-type endometrium. Superficial adenomyosis. Left ovary and fallopian tube: physiologic ovarian parenchyma with hemorrhagic corpora luteal cyst, follicular cyst and corpora albicantia. Fallopian tube with mucosal atrophy. Broad ligament with simple serous paratubal cysts. Right ovary and fallopian tube: physiologic ovarian parenchyma with multiple follicular cysts and corpora albicantia. Fallopian tube with mucosal atrophy. Broad ligament with simple serous paratubal cysts and mesonephric duct remnants. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhoea, dyspareunia, depression, anxiety. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure indication female sterilization was added. Essure stop date updated from (B)(6) 2011. Events dysmenorrhoea, dyspareunia, depression, anxiety were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c (x2), cryosurgery, cervical laser therapy, cystoscopy, multigravida, parity 3, menometrorrhagia and obesity. *patient had a pap smear in (B)(6) 2007 which was normal. (B)(6) 2011, bimanual exam reveals an enlarged uterus approximately 200 gm in size and nodular in nature. (B)(6) 2011 pathology report, specimens received: uterus, cervix, bilateral tubes and ovaries sectioning reveals a coiled metallic wire lodged in the left cornu of the specimen. This wire was less than 0.1 cm in thickness and measures 11 in length although some stretching was done on its removal. Sectioning reveals a similar coiled metal wire device embedded intramurally in the right cornu of the specimen. This wire was similar to that in the contra-lateral portion. Final pathologic diagnosis: uterine cervix: macerated and denuded ectocervix, no exocervical [as written] mucosa identified. Mild chronic endocervicitis with squamous metaplasia and nabothian cysts. Uterine corpus: weakly proliferative-type endometrium. Superficial adenomyosis. Left ovary and fallopian tube: physiologic ovarian parenchyma with hemorrhagic corpora luteal cyst, follicular cyst and corpora albicantia. Fallopian tube with mucosal atrophy. Broad ligament with simple serous paratubal cysts. Right ovary and fallopian tube: physiologic ovarian parenchyma with multiple follicular cysts and corpora albicantia. Fallopian tube with mucosal atrophy. Broad ligament with simple serous paratubal cysts and mesonephric duct remnants. Concurrent conditions included uterine fibroids, menometrorrhagia, cervical dysplasia, pelvic adhesions, lumbar pain, joint immobilization, cervical syndrome, neck sprain and uterine bleeding. Concomitant products included bupropion hydrochloride (wellbutrin), cefixime (flexeril), duloxetine hydrochloride (cymbalta) and loratadine (loratab). In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression"), anxiety ("anxiety"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti's"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder, infection"), cervicitis ("reproductive system disorder or condition type of disorder or condition: mild chronic endocervicitis"), adenomyosis ("uterine corpus superficial adenomyosis"), nausea ("nausea"), visual impairment ("vision/eye problems type: vision issues"), fatigue ("fatigue"), alopecia ("hair loss"), endometriosis ("endometriosis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), gastrooesophageal reflux disease ("gerd"), vertigo ("vertigo") and infection ("infection") and was found to have fibroma ("tumor / teratoma / cancer type: fibroid tumors") and weight increased ("weight gain"). The patient was treated with surgery (ablation and to remove the essure, total abdominal hysterectomy, bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, depression, anxiety, mood swings, vaginal haemorrhage, urinary tract infection, cystitis, cervicitis, adenomyosis, nausea, fibroma, fatigue, weight increased, endometriosis, female sexual dysfunction and infection outcome was unknown and the visual impairment, alopecia, migraine, gastrooesophageal reflux disease and vertigo was resolving. The reporter considered adenomyosis, alopecia, anxiety, cervicitis, cystitis, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, female sexual dysfunction, fibroma, gastrooesophageal reflux disease, infection, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vertigo, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: date of insertion: 2003,2004. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Ultrasound scan vagina - in 2003: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhoea, dyspareunia, depression, anxiety. Most recent follow-up information incorporated above includes: on 12-jun-2019: pfs received reporter information. New event was added vaginal hemorrhage, menorrhagia, uti, bladder infection, mood swings, endocervicitis, adenomyosis, nausea, fibroid tumors, vision issues, fatigue, weight gain, hair loss, endometriosis, apareunia inability to have sexual intercourse, migraines, gastroesophageal reflux disease, vertigo, infection. Severity added pelvic pain. Outcome updated migraines, gastrooesophageal reflux disease, vertigo, hair loss, vision issues. Concomitant drugs and medical history was added. Lab test were added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure (ess205) was removed in (B)(6) 2011. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: she need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.